Event description:
It was reported approximately six years, seven months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav) a multi-detector computed tomography was performed. Structural valve deterioration was reported; mixed aortic stenosis and aortic regurgitation were the primary modes of valve failure without hemodynamic valve deterioration. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. Four days after the CT was performed, the patient was treated with re-intervention for the failed tav with a tav (manufacturer unknown)-in-tav. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3 b5 - second paragraph h6 - annex b corrected data: a5a a5b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years, seven months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav) a multi-detector computed tomography was performed. Structural valve deterioration was reported; mixed aortic stenosis and aortic regurgitation were the primary modes of valve failure without hemodynamic valve deterioration. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-tav replacement procedure, tav-in-tav, was appropriate. Four days after the CT was performed, the patient was treated with re-intervention for the failed tav with a tav (manufacturer unknown)-in-tav. No patient complications were reported as a result of this event. Additional information was reported that the replacement tav was a non-medtronic valve.